Event description:
Our affiliate reports that during an arthroscopic shoulder repair, a portion of the distal tip of a vapr lds electrode broke off into the patient's joint space. The fragment was not able to be retrieved from the body, however, the procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
At this point in time, mitek is in the information gathering mode, and is also awaiting receipt of the complaint device. When all that can be had is had and evaluated, the results of the investigation will be the subject in the follow-up report.